Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I was able to speak to one of the nurses not direct involved, patient had bilateral tibia io inserted in ER, appears that left tibia was not flushing, patient had a cvl inserted, when admitted to ICU nurse went to discontinue and the hub detached from the needle, the intensivist consulted with orthopedic surgery was advised on how to remove it. Unfortunately staff did not save the hub.